Event description:
It was reported that the patient fainted and had the fire department come to aid and transport him back home on (B)(6), 2025. The patient's blood glucose levels reached 160 mg/dl while wearing the pod for an unspecified amount of time. There were no other reported symptoms. Before the fire department came, the patient's neighbor called 911 and gave him a glucose tablet. When the fire department came, the patient was treated with unspecified intravenous fluids and another thing that "made his arm black and blue". The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported fire department medical intervention and fainting. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.